Event description:
It was reported that the attachment was found to be leaking oil in central sterile. There was no reported pt involvement.

Manufacturer narrative:
The device was returned for evaluation. The customer's report of the attachment leaking was not duplicated. The attachment did appear to have surface pitting on the housing which may have been caused by improper cleaning and sterilization.